Event description:
Pt has a history of metastic cancer of the bone. Pt was standing after hearing a snap. X-ray revealed a ehp fracture with fracture through pathologic lesion in the sub-trochanteric region and fracture through the femoral nail.